Manufacturer narrative:
Same pt event as MDR 9610622-2011-00007.

Event description:
On (B)(6) 2010, the pt underwent surgery with the g3 nail. On (B)(6) 2010, the surgeon found through the x-ray that the lag screw had been cut out from the femoral head and the tip of lag screw reached acetabular roof. The pt underwent revision surgery on (B)(6) 2010.